Manufacturer narrative:
Block a2/a3: patient's age and gender were obtained from the user facility report # (B)(4). H3 other text : placeholder.

Manufacturer narrative:
The patient's dob, age at time of event, gender, or weight is unknown. This information was not available from the facility. The user did not fully deflate the balloon and during withdrawal, it got caught in the undersized introducer sheath. Additional intervention was performed for device removal, thus resulting in a prolonged procedure. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The angiosculpt device was discarded, thus no product investigation was performed. Based on the complaint details, the user failed to follow instructions. The IFU states to confirm the balloon is fully deflated prior to removal. In addition, the device was used off-label by using an undersized introducer sheath (5f). The product label indicates the angiosculpt device is compatible with a 6f introducer sheath.

Event description:
The physician inserted a 5f introducer sheath in the patient¿s left groin and directed towards the right distal sfa to treat a stenotic calcified lesion. Then an angiosculpt device was inserted through the introducer sheath and the balloon was inflated and deflated with no issues. During withdrawal, the angiosculpt got caught in the introducer sheath and could not be removed. The physician cut the proximal shaft and introducer sheath together for removal, but decided to pull the angiosculpt, introducer sheath, and guide wire as a system. Completion of the angiogram confirmed no retained parts of the angiosculpt or introducer sheath was left in the patient. Upon removal, the balloon appeared to not have fully deflated and contrast was noted inside the balloon. No patient injury reported.